Event description:
It was reported that during a lap gastric bypass procedure, the surgeon went to ligate and the clips were scissoring. Then the device jammed and no other clips could be deployed. They were on tissue, not on metal or anything else. They pulled a second device to complete the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.